Event description:
The customer is questioning the lower potassium calibration slope and the out of range low potassium quality control levels that were received when they started using the clinical chemistry serum ict calibrator, lot # 0505017. Using a different vial with the same lot # improved the quality control, but did not resolve the calibration slope issue. This occurred on the architect c8000. Using a different ict calibrator with a different lot # resolved both issues. There was no impact to pt management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.